Event description:
The healthcare professional reports bone loss, the implant was inserted (B)(6) 2024 in the patient's mouth. According to the information, the patient has hypertension. The device was forwarded to the manufacturer. No patient operative or post-operative complications reported.

Manufacturer narrative:
Lot number was not provided, therefore the device history records could not be reviewed. Should the lot number will be provided, an investigation will be completed, and a supplemental report will be submitted at the conclusion of the investigation. Additional follow-up is being performed in an attempt to obtain all missing information.

Manufacturer narrative:
UDI related data quality updates only.